Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. It was confirmed that the position of the marker on the spinal needle was incorrect and that when combined with the marker on the tuohy needle, the positions did not align. It was determined to be a supplier manufacturing defect due to an incorrect positioning of the spinal needle marker. A device history record (DHR) review could not be done as no lot number was provided.

Event description:
It was reported that the markers were wrong and were reversed. The marker was positioned 180 degrees opposite to its intended orientation, making it impossible to connect to the tuohy-needle correctly. This occurred before patient use/during priming, and there was no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.